Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she went to the hospital the other day, thought she was having stroke. They did stuff above the waist. She was not sure what tests they did. Patient stated it was not related to the device or therapy. She was peeing every five seconds a day prior to this call. It was indicated that therapy was not on during the call and she was instructed to turn it on. She was on program 1 at .6v. She had test two days ago but did not what they did at the hospital. She did not have the remote and did not know how it shut off. There was no fall or trauma could be related the issue. It was noticed that she had high blood pressure (210/110). The change in symptom was considered sudden. There were no further complications that have been reported as a result of this event.